Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on .(B)(6) it was reported that the patient underwent pump exchange on (B)(6). The exchange was reportedly due to presumed thrombus.

Manufacturer narrative:
The referenced gastrointestinal bleeding is reported on medwatch MFR report #2916596-2017-03012. Device evaluation: the pump was returned assembled with the driveline severed approximately 2 inches from the pump body and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were not returned. Upon disassembly, a deposition was found surrounding the inlet bearing ball and bearing cup. During the disassembly process, the bearing cup was removed from the inlet bore and remained affixed to the bearing ball via the deposition. The formation was not denatured and was tissue-like in nature. The deposition appeared to be in the early stages of laminated layering, which suggests that it developed over an undetermined amount of time while the pump was operating. The deposition could have contributed to the reported elevated ldh. The remaining blood contacting surfaces were free of depositions and thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided stated that on (B)(6) 2017 the patient¿s lactate dehydrogenase (ldh) was in the 400s u/l. Patient was asymptomatic and they decided to monitor the patient without intervention initially. On (B)(6) 2017, the patient presented to the ed with dark tarry stool and ldh of 863 u/l. No medical treatment was provided as the patient had dark tarry stools indicating a bleed and no intravenous anticoagulant was started as it would increase gastrointestinal bleeding. Powers remained stable and a ramp echocardiogram performed on an unspecified date was unremarkable. Ldh peaked at 1204 u/l and they took the patient to or for exchange for suspected thrombus due to increasing ldh and liver function tests. Inr was therapeutic in the 2.0 range.